Event description:
Per the clinic, the patient developed an infection and tenderness at the incision site. Subsequently the patient was treated with two courses of oral antibiotics (first course prescribed on an unknown date, the second course prescribed on (B)(6) 2015). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.